Event description:
The dr was unable to insert the iab into the sheath because it was loosly wrapped. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: none from the event-reported 8/12/97). (Pt's current status: unk- rpt'd 8/12/97).